Manufacturer narrative:
(B)(4). Baxter did not receive and was not able to evaluate the device. If the device is returned, an eval will be completed and a supplemental report will be submitted.

Event description:
It was observed during an on-site visit that a spectrum pump alarmed upstream occlusion. It was also reported that there was no pt injury.